Manufacturer narrative:
The partial lead was returned with no reported event. As received, a partial lead was returned in two pieces. One lead-to-can external insulation abrasion breaching non-functional cables lumen was noted on the connector piece and two internal insulation abrasions breaching ring electrode (re) and right ventricular (rv) cables lumens were noted on the distal piece. The re and rv cables ethylene tetrafluoroethylene (etfe) coatings were intact in these abrasion regions. The other damages found on these two pieces were consistent with procedural damages. The electrical tests did not find discontinuities or shorts on any conduction paths.

Event description:
It was reported that the right ventricular lead was capped due to externalization. The lead was explanted subsequently during an unrelated procedure and the patient was in stable condition.